Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain") in an adult female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives. Concomitant products included sertraline (zoloft) for depression. In april 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced dizziness ("dizziness"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy") and depression ("depression"). The patient was treated with surgery (may-2015 hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed in may 2015. At the time of the report, the pelvic pain, fatigue and nausea had resolved and the dizziness, urinary tract infection, allergy to metals and depression outcome was unknown. The reporter considered allergy to metals, depression, dizziness, fatigue, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in july 2014: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain") in an adult female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), depression ("depression") and nausea ("nausea"). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, fatigue and nausea had resolved and the dizziness, urinary tract infection, allergy to metals and depression outcome was unknown. The reporter considered allergy to metals, depression, dizziness, fatigue, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: event "nausea", reporter, lot number, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness,"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy") and depression ("depression."). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent hysterectomy). At the time of the report, the pelvic pain, dizziness, fatigue, urinary tract infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, depression, dizziness, fatigue, pelvic pain and urinary tract infection to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.